Manufacturer narrative:
Additional information was received and the following fields were updated: patient information: a1,a2,a3. B3 with date of event and updated event description. B7 with pre-existing conditions. D6a with implantation date of device.

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an endovascular treatment for a stenosis or occlusion of an arteriovenous access graft (non-gore device) using a gore® viabahn® endoprosthesis with heparin bioactive surface device. On (B)(6) 2022, thrombotic occlusion of the viabahn was found. Therefore, thrombectomy was performed using a sharp curette. An echography was performed following thrombectomy and showed delamination-like findings. Reportedly, the physician considered that this was detachment of the graft material from the stent wire. A plain old balloon angioplasty (poba) was additionally performed. The patient tolerated the procedure. On (B)(6) 2022 the patient presented with graft occlusion again; therefore, a loop shunt was created in the upper arm.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent an endovascular treatment for a stenosis or occlusion of arteriovenous access graft using a gore® viabahn® endoprosthesis. On an unknown date, thrombotic occlusion of the viabahn was found. Therefore, thrombectomy was performed. An echography was performed following thrombectomy and showed delamination-like findings. Reportedly, the physician considered that this was detachment of the graft material from the stent wire. A plain old balloon angioplasty (poba) was additionally performed. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Gore requested further information regarding this procedure and the serial number of this device; however, no further information has been reported to gore, therefore this investigation is considered complete. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation.